Event description:
During an interventional procedure on an cto lesion in the proximal lad, crossing difficulty was experienced. The lesion was heavily calcified and moderately tortuous, and was pre-dilated. The physician attempted several times to cross the lesion with the cypher stent, and as a result of these attempts, the stent strut became flared. The procedure was successfully completed with another cypher stent. There was no report of patient injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery system.